Event description:
Procedure type: colorectal. According to the reporter: the customer reports that during rectum surgery, the device made a "cracking" noise after the access to pelvis. The device cut partially and torn the rectum, then could not be used anymore. Cut without anastomosis of the higher part of the rectum. Surgery converted to laparotomy to end the anastomosis. Tissue was damaged. There was unanticipated tissue loss. There was no bleeding reported in excess of 500cc. Extended time of surgery over 30 minutes. No adverse event was reported due to the delay in surgery time. No reinforcement material was used.

Manufacturer narrative:
(B)(4).